Event description:
Boston scientific crm received information that during the implant procedure, this device recorded out of range pacing impedances on the defibrillation and coronary sinus leads.

Manufacturer narrative:
It was identified that there were some setscrews that were not fully tightened. The setscrews were tightened which resolved the impedance issue. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004.